Event description:
It was reported that the patients right ventricular (rv) lead high-voltage coils impedance levels have recently increased, triggering impedance alerts for both the svc and rv coils. The patients device is at end of service (eos) and the patient has chosen not to have the device replaced. The lead and device currently remain implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).